Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty the articular surface would not lock completely with the tibial plate when inserted. After trying several times, the surgeon completed the surgery with another liner, which caused a the surgical delayed of 20 minutes. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: complaint sample was evaluated and the reported event was confirmed. The device was returned and examination of the returned item show signs of nicks and gouges on the railing edges of the lateral and medial side of the part. There was no major damage observed on the inferior and superior sides of the part. Dovetail feature was observed to be both compressed and flared out. Dimensions were found to be conforming where measured. DHR was reviewed and no discrepancies were found. The damage to the articular surface is consistent with the articular surface not being correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the package. Therefore, the root cause of the reported event is believed to be user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.